Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n273386009, implanted: (B)(6) 2010, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (2000 at 340) via an implantable infusion pump. It was reported that the patient experienced withdrawal symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was performed and the pressure on anchor site was adjusted. It was reported that good flow was present after removing link. The issue was reported a resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.